Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, 'air in line' and 'upstream occlusion' was not reproduced. A review of the event history log revealed 'upstream occlusion!' Messages and one 'air-in-line!' Message. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported conditions were verified. The cause of the condition was determined to be the ultrasonic sensor values out of range. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line and upstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.